Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: the device was not returned for analysis. However, the documentation attached includes pictures where it can be observed the stent not fully expanded and the original pouch of the product with the respective label including lot and upn involved. Media analysis confirmed the reported event of stent failure to expand by media analysis. However, there is not enough evidence to determine if the reported event was caused due to the physician's device manipulation during the procedure or related to a device malfunction. It was reported that the axios stent was intended to be placed to treat a biliary mass during an endoscopic ultrasound-directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat a biliary mass during an endoscopic ultrasound-directed transgastric ercp (edge) procedure, which was used against the approved indication. Taking all available information into consideration, the overall root cause of the reported events is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a biliary mass during an endoscopic ultrasound-directed transgastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, neither the first nor the second flange were opening properly. However, it was reported that the stent is currently implanted; therefore, the procedure was completed using the same device. The patient was reported to be well. Note: it was reported that the axios stent was intended to be placed to treat a biliary mass during an endoscopic ultrasound-directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat a biliary mass during an endoscopic ultrasound-directed transgastric ercp (edge) procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a biliary mass during an endoscopic ultrasound-directed transgastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, neither the first nor the second flange were opening properly. However, it was reported that the stent is currently implanted; therefore, the procedure was completed using the same device. The patient was reported to be well. Note: it was reported that the axios stent was intended to be placed to treat a biliary mass during an endoscopic ultrasound-directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat a biliary mass during an endoscopic ultrasound-directed transgastric ercp (edge) procedure.